Event description:
It was reported that the user experienced hypoglycemia after announcing dinner on the ilet, with glucose levels dropping from 178 mg/dl to a blood glucose of 45 mg/dl despite a prior meal announcement; the user confirmed the low with the ilet alert, and the event resolved after oral glucose tablets. Investigation of this case revealed that the device alerted appropriately to the low and functioned as designed based on available information. Symptoms included dizziness and blurry vision. Outcomes included correction of the low glucose without need for medical intervention. It was concluded that the event was consistent with hypoglycemia with unclear cause related to meal dosing adequacy rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.